Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that after changing the battery, changing the set, and rewinding the insulin pump, a motor error alarm occurred. The customer stated that they were unable to complete the rewind sequence. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms were noted. The motor was tested outside the device and it passed. The pump was received with a cracked reservoir tube lip.